Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 500mcg/ml at 279.63mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that they were unable to aspirate the pump. Per the healthcare provider the programmer was saying the expected reservoir amount was 9.9ml and the healthcare provider has slowly been able to aspirate 6ml. Per the healthcare provider the medication had been trickling for the last 10 minutes. The healthcare provider would try a different refill kit. There were no reported patient symptoms.